Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly and revealed that the pusher assembly ddt was fractured off the distal tip of the pusher assembly. If the pod pc is forcefully retracted against resistance, damage such as a ddt fracture may occur. This damage likely contributed to the embolization coil to detach from the pusher assembly. The root cause of the resistance experienced during the procedure could not be determined. Further evaluation of the device revealed that the embolization coil had offset winds and the pusher assembly was kinked. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using ruby coils, pod packing coils, ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed three ruby coils and two pod pcs in the target vessel using the microcatheter. While advancing another pod pc through the microcatheter, the pod pc became stuck. Subsequently, the physician was unable to retract the pod pc. An attempt was made to flush the pod pc then retract it, but the pod pc remained stuck. The physician then decided to detach the pod pc using the handle and attempt to flush the pod pc into the target location using saline; however, the detached pod pc could not be pushed into the target location using saline. Therefore, the microcatheter was removed containing the pod pc. The physician was satisfied with the packing density of the aneurysm and decided to end the procedure. There was no report of an adverse effect to the patient.